Manufacturer narrative:
(B)(4). Currently, pending further investigation of the incident.

Event description:
During an AED deployment where the pt survived, the user questioned the "no shock" decision that the device made.